Manufacturer narrative:
Information was not provided. Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that during a polypectomy procedure on the descending colon, the clip applier stuck on 1 clip when being removed. There was no patient consequence reported.